Manufacturer narrative:
Device p-cap / reservoir locked properly in place and passed displacement test. Device received with cracked keypad overlay, cracked case, cracked case (battery tube), and cracked case-corner of belt clip rails. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing however, device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Troubleshooting was done for stuck button alarm. Customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. Customer declined to report to 24 hours helpline. The insulin pump will be returned for analysis.